Event description:
It was reported that during the pre-use check, the customer had difficulty passing medical fluid through the product. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. One sample was received, decontaminated; the sample was received in used condition with its open original package. During the functional testing, no occlusion was detected. The complaint was not confirmed. Root cause: based on the analysis conducted in the sample provided, the complaint was not confirmed.